Event description:
One box of one touch ultra strips includes 2 different vials of strips, 1 vial is one touch ultra and the other is one touch verio. Dose or amount: 1, frequency: qd, route: transdermal. Dates of use: discovered on (B)(6) 2017. Diagnosis or reason for use: check blood sugar. "Is the product compounded: no, is the product over-the-counter: yes."